Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that there are issues when programming the pump.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of 'infusion errors'. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of the customer¿s complaint of 'infusion errors' was not determined since no product or device logs were returned. The reported issue of ¿infusion errors¿ could not be confirmed; no product or device logs were returned for investigation. The product enhancement request and information for 'lock the rate option when programing dose' was provided to customer advocacy to forward to marketing/product enhancement group for follow-up. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the nurse programed the medication dose in the ml/hr rate field in the infusion device resulting in an incorrect value. Would like the ability to lock the rate option when programing dose with a set concentration. Per the customer, no harm to a patient occurred.